Event description:
The user facility reported that the procedure was a left heart catheterization (lhc) via a 6fr sheath in the right common femoral artery. A groin angiogram showed good location, size and disease free common femoral artery. The physician exchanged the 6fr sheath for the angio-seal arteriotomy locator with sheath. They removed the arteriotomy locator and then the physician inserted the angio-seal device through the angio-seal sheath, however they were unable to advance it fully or deploy it. All devices were removed. The physician said the device appeared to be kinked. Hemostasis was achieved with manual pressure. The patient was in stable condition.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included just the carrier tube assembly. The carrier tube assembly was subjected to visual analysis, and it was found to have been in used condition with visible signs of blood. The bypass tube was found to have migrated proximally along with the tubing. The anchor and collagen were found to have been released at the distal tip of the carrier tube assembly. Collagen was found to have been swollen with blood. A kink was identified proximally along the tubing. No other visual anomalies were observed. The complaint was able to be confirmed as dislodged bypass tube. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been bypass tube dislodgement sustained during the advancement of the carrier tube into hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).